Manufacturer narrative:
The device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specifications. Functional test including pressure and clear passage testing were completed and the device performed according to product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the distal luer "stem" of one clearlink, non-dehp continu-flo solution set "broke off" in a non-baxter connector. The set was attached to a bag of sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was inspected, and the reported defect could not be objectively refuted as the photograph was not clear. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.